Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). The serial numbers for the other cobas 8000 c702 and the cobas c703 were not provided. It was reported that the customer site was under transition from the cobas 8000 systems to the cobas pro systems. As of 23-mar-2026, all cobas c8000 instruments have been deinstalled from the site, and they are now running on cobas pro. The investigation is ongoing.

Event description:
There was an allegation of questionable high tina-quant c-reactive protein IV (crp) results from two cobas 8000 c702 modules and a cobas 703 module for one patient. Allegedly, a questionable high crp up to 500 mg/l contributed to prolonged hospitalization, antibiotic treatment, and bronchoalveolar lavage. On (B)(6) 2026, the same sample was run on 3 different analysers. On cobas c702 instrument 2, the result was 449 mg/l, accompanied by a data flag. With decreased dilution, the result was 90 mg/l. The sample was additionally manually diluted 1:2, with results of 84 mg/l and 1 mg/l. On cobas c702 instrument 1, the result was 449 mg/l. With decreased dilution, the result was 91 mg/l. On cobas pro c703, the result was 479 mg/l. With decreased dilution, the result was 109 mg/l. On (B)(6) 2026 (cobas c702 or cobas c703), the results were 214 mg/l; 1:5 dilution: 20.4 mg/l; 1:10 dilution: 20 mg/l. Additionally, the patient's igg was analysed, and the result was 3.44 g/l. On (B)(6) 2026 (cobas c702 or cobas c703), the results were 100 mg/l; 1:5 dilution: 11 mg/l; 1:10 dilution: 13 mg/l. With a competitor system, the crp aidian quick readgo, the result was 106 mg/l. On a second competitor system, the crp afinion, the result was 10 mg/l. The capillary electrophoresis igm kappa result was 1.3 g/l. On (B)(6) 2026 (cobas c702 or cobas c703), the results were 33.5 mg/l; 1:2 dilution:10.25 mg/l; 1:5 dilution: 9.5 mg/l; 1:10 dilution: 10 mg/l. On the competitor system, the crp aidian quick readgo, the result was 77 mg/l. On a second competitor system, the crp afinion, the result was 10 mg/l. Reportedly, an interference was suspected in the patient sample, which was resolved after dilution. Reportedly, the competitor system results were consistent with the patient's clinical picture. On (B)(6) 2026, with the cobas pro c703, the results were 2.03 mg/l; 1:5 dilution: 1.11 mg/l; 1:10 dilution: 1.37 mg/l. The patient has reportedly been discharged from the hospital and is receiving treatment for the underlying medical condition (lymphoma) in primary care as an outpatient.

Manufacturer narrative:
The investigation determined that the event was consistent with a sample-specific issue/interference. Upon further investigation, an igm-type m-component related to the patient's underlying condition was identified, which affected the crp results. Per product labeling, "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.